Manufacturer narrative:
Corrected: brand name, common device name, catalog #/lot #, PMA/510(k) #, manufacture date. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: pt was implanted with a bilateral depuy asr hip on or about (B)(6) 2006. Some time after the surgery, pt began experiencing pain and other known or unk medical complications. Additionally, it is alleged that pt's blood-work showed excessive levels of cobalt and chromium. Pt was scheduled to have revision surgery on or about (B)(6) 2011.